Manufacturer narrative:
Additional information received on 15 feb 2017: fracture of s1 vertebrae. The screw did not fracture. The surgeon does not know how it happened and the patient did not have a specific occurrence he could remember. On 10 mar 2017 the r&d spine director made the following comment: the fracture of the bone is usually caused by an accident. As confirmed in the email the implant remain intact. Therefore the complications are with an extreme high probability not related to the implants. Not available.

Event description:
The patient had a primary spine case from t10-s1. The patient came in complaining of pain. The surgeon determined the patient had a fracture. The surgeon revised the left side s1 pedicle screw and replaced with another screw. The reference and lot of the screw is unknown. The surgery was completed successfully. X-rays and explants are not available.